Event description:
Customer reported an issue with the accutorr plus monitor, which may have resulted in loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the spo2 main board, ran system diagnostics to factory specifications and performed safety testing.